Manufacturer narrative:
Correction : the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported that he tested his son at an unknown date with the binaxnow covid-19 antigen self test and the result came back negative. He took his son to be tested at the urgent care 1 hour later and the result came back positive. The customer did not mention the test platform used for testing at the urgent care. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.